Event description:
Consumer stated that on (B)(6) 2019 when she was brushing her teeth, a piece of her upper left back molar tooth chipped off. She brushed her teeth a second time on (B)(6) 2019 and said it jarred her teeth. She then experienced a headache on (B)(6) 2019. She also says her teeth are sensitive now. The consumer also stated that the brush head was not straight on the brush handle. It was crooked and the arrows were not lined up when she experienced the chipped tooth. She did not seek medical attention.